Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported of air bubbles anomaly. The customer's blood glucose level was 345 mg/dl at the time of the incident. The customer stated that the pump was rewound with a reservoir in place. The customer stated that air bubbles were set to 0 units. The customer stated that air bubbles did not persist after set change. The product was returned for analysis.